Event description:
Patient reported being diagnosed with ¿sleep apnea¿ and having experienced side unspecified "lump or thickening in or near the breast or in the underarm area¿ and ¿nipple discharge (fluid).¿ this file is for the left side. There is no indication of treatment. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/17/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the surface of the shell and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. The event of sleep apnea, lump/nodule, and nipple discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sleep apnea, "lump or thickening in or near the breast or in the underarm area¿ and ¿nipple discharge (fluid).¿

Event description:
Patient reported being diagnosed with ¿sleep apnea¿ and having experienced side unspecified "lump or thickening in or near the breast or in the underarm area¿ and ¿nipple discharge (fluid).¿ this file is for the left side. There is no indication of treatment. Device has been explanted.